Manufacturer narrative:
Concomitant medical products: 419388 lead implanted (B)(6) 2003; dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited potential oversensing. The lead remains in use. No patient complications have been reported as a result of this event.